Event description:
Customer called in reporting that the cts blade wash of a unicel dxc 800 synchron system was leaking onto the sample tube caps. The leak was described as a drop or two of liquid that was happening intermittently. No one was exposed or injured as a result of the leak customer technical support instructed customer to disable the cap piercer and to not operate the instrument until repaired. Customer reported a total of four or five samples that had liquid on the cap. Customer repeated three of the samples that had liquid on the cap using another instrument (lx20 pro) and concluded that the results were not affected by the leak. No erroneous results were generated or reported out of the lab.

Manufacturer narrative:
Field service engineer (fse) was dispatched on (B)(4) 2011. Fse flushed the cap piercer wash line with bleach to correct cap piercer leaking issue. (B)(4).